Event description:
A report was received that the patient's ipg was depleting abnormally. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was depleting abnormally. Device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
.

Manufacturer narrative:
Sc-1110-02 sn (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 8mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.